Event description:
In the article, ¿current status of early complications caused by hyaluronic acid fillers: insights from a descriptive, observational study of 41,775 cases,¿ healthcare professional reported injecting a patient in the temple with juvéderm vista® volift xc. That day, the patient experienced ¿vascular compromise (redness along the right coronary artery).¿ the patient was treated with hyaluronidase. The event resolved.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: nishikawa, a., aikawa, y., & kono, t. (2023). Current status of early complications caused by hyaluronic acid fillers: insights from a descriptive, observational study of 41,775 cases. Aesthetic surgery journal. Https://doi.org/10.1093/asj/sjad039. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Multiple requests for further information have been made. Allergan has received no response from the authors. This is a known potential adverse event addressed in the product labeling.